Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in a moderately calcified circumflex artery. The lesion was predilated with a 2.5x15mm non-bsc balloon and a 3.0x28 mm liberte' stent was successfully placed in the proximal segment of the vessel. The physician then selected a taxus liberte' 3.0x12mm drug eluting stent and made several attempts to pace it, passing it through the previously placed stent, but was unable to cross the lesion. The physician encountered resistance. The proximal end of the stent was caught on the previously implanted stent. The taxus liberte' stent was removed and stent damage was noted on the proximal end. The physician ballooned the area and was satisfied with the results. No further intervention was performed. No pt complications occurred. Pt's status is satisfactory.